Event description:
Four days prior to the procedure, the patient presented with an acute right pontine stroke. Magnetic resonance imaging (MRI) revealed significant stenosis of the left vertebrobasilar artery. The subject device was successfully deployed at the lesion following angioplasty. Angiography taken post stent deployment demonstrated no evidence of residual stenosis. The next day, the patient had another acute infarct in the right parietal region shown by CT scan. The patient symptoms improved afterwards and three days post procedure, he was discharged home in a stable condition. Two months post procedure, the patient represented to the hospital with left facial droop, left-sided weakness and paresthesia, worsening ataxia. Imaging demonstrated an acute stroke in the ventral right pontomedullary junction. The patient was discharged home in a stable condition. Three months post procedure, the patient had episodes of dizziness. Follow-up angiogram showed no evidence of in-stent stenosis.